Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading even though customer followed instructions and had prior similar alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate method if needed, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place pump in storage mode and return it within specified timeframe, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.